Manufacturer narrative:
The companion 2 driver was returned to syncardia for evaluation. Investigation testing determined the root cause for the system malfunction alarm was a malfunction of the pressure sensor board. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. (B)(4) follow-up report 1.

Event description:
The customer, a syncardia certified distributor, reported that the companion 2 driver exhibited a system malfunction alarm while supporting a patient. The patient was subsequently switched to the backup companion 2 driver. There was no reported adverse patient impact.

Manufacturer narrative:
This alleged failure mode poses a low risk to the patient because although the companion 2 driver exhibited a system malfunction alarm, it continued to perform its life-sustaining functions. The companion 2 driver will be returned to syncardia for evaluation. The results of the evaluation will be provided in a follow-up MDR. (B)(4).

Event description:
The customer, a syncardia certified distributor, reported that the companion 2 driver exhibited a system malfunction alarm while supporting a patient. The patient was subsequently switched to the backup companion 2 driver. There was no reported adverse patient impact.